Event description:
It was reported that the patient's ambicor penile prosthesis was not fully filling up. The patient presented the issue at their physician's office and did not have any symptoms. The device was replaced with a 21cmx12cm inflatable penile prosthesis. The patient had no further complications. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.